Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had blank display. Customer states that they were in to pool, pump was exposed to moisture and not turning on. The troubleshooting was performed and was advised to insert a new battery and display did not return. No harm requiring medical intervention was observed. The insulin pump will return for analysis.

Manufacturer narrative:
Retainer ring = black. Device passed the displacement test and active current test. Pump was monitored. No blank display noted during testing. Successfully downloaded history files and traces using thus. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted on event date. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range, however, insulin pump failed the sleep current test. High sleep current due to moisture damage on the electronic assembly (electrical board 1). Electrical board 2 was swapped out with a test board with no effect. Pump error 75 alarmed during self test due to moisture damage on electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, missing display window cover, cracked belt clip rail case corner and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.